Event description:
The physician was using a penumbra sys reperfusion catheter 054 and separator 054 to clear a hard clot. She was able to open up the carotid t to the m1. The physician then downsized to treat the distal vessel with the penumbra system reperfusion catheter 032 and separator 032. The tip of the separator 032 unraveled. She then used a new separator 032 without issue. There was no significant vessel tortuosity noted. The penumbra sales rep spoke with the physician and reminded her to pull the reperfusion catheter and separator out as a unit if resistance is met, and never pull forcibly on the separator. This MDR is associated with mdrs 3005168196-2011-00134 through 3005168196-2011-00138.

Manufacturer narrative:
Results conclusion: the portion of core wire distal to the bulb is broken and attached to the rest of the separator by the platinum wrapping wire alone. Conclusion: the separator tip is bent into an s shape, indicating that the separator may have been used with excess force to break up the clot. The catheter returned with this separator was kinked and flattened which may have caused resistance when advancing the separator. Tip breakage can result if the separator is manipulated vigorously against a hard clot surface or if advanced against resistance. The penumbra sales rep attempted to get add'l info regarding the case, but the physician was unwilling to discuss it further. The MFR records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.